Manufacturer narrative:
The report of the console displaying a blank display panel screen upon power on could be reproduced after reconnecting hospital monitoring interface accessory (hmia) unit. The console functioned as intended and passed all final testing criteria without issue after the hmia was disconnected, confirming defective hmia accessory unit. As part of routine service during testing, the console was examined and unrelated to the reported complaint, the screws attached on display head and handle were missing. Following the service, the thermogard was tested and passed all the testing criteria and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).

Manufacturer narrative:
Zoll has not yet received the thermogard xp ivtm system for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During evaluation set-up, the thermogard console (sn (B)(4)) produced a beeping tone and a blank display panel screen upon power on. Zoll representative replaced the display head and the unit passed the self-check test when powered on. No patient involvement.